Event description:
It was reported by the customer that a pyxis ciisafe system device was unable to log on. The customer stated that the malfunction occurred when user trying to remove medication for the patient and there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the server was having issues. A technical support specialist assisted to customer reboot both the es server and cce server to resolve this issue. The system functioned as intended after technical support specialist troubleshooted the device.